Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. During the call, the connection was restored with no intervention from patient or patient's mother. Dexcom representative suppled patient's mother with instructions on forgetting bluetooth devices, disabling and enabling bluetooth, closing other applications, and reseting the smart device. Patient's mother stated that she will perform these steps if the connection is lost again. No additional patient or event information is available.